Event description:
It was reported that while the ventilator was connected to a patient, it was noticed that the heliox gas tank that was hooked on the ventilator was empty, but the ventilator was still reading 30% heliox use. The ventilator was not alarming for the heliox gas pressure drop or showing that it had switched to 100% oxygen use. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. No parts were replaced. It was reported that the ventilator did not alarm for an empty heliox tank and that it was still reading 30% heliox use. The reported reading of 30% heliox was incorrect info; it should be "reading of 30% o2". Our field service engineer was dispatched to the hospital facility to troubleshoot the device. During tests together with the customer, expected alarms were generated and the ventilator was returned to service. Eval of received device logs show that the expected alarms were generated during the course of the event. Alarms for low heo2 supply pressure and, as a consequence of this, high o2 concentration were raised. An alarm for low gas supply pressure (heo2 and o2 simultaneously) was also raised. According to the spec the low heo2 supply pressure alarm will be raised if heo2 supply pressure goes below 2.0 kpa x 100 (29 psi). Which can happen if the heo2 supply pressure at gas inlet is too low. The low gas supply pressure alarm will be generated if both the heo2/air and o2 supply is below 2.0 kpa x 100 (29 psi). If one of the supply pressures to the gas modules is lost, the total flow should be delivered from the other gas module, but the user-set o2 concentration will not change. The conclusion in this matter is that the reported issue was a misunderstanding by the customer as far as what alarms should be generated when the heliox supply is lost.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.